Event description:
Related manufacturer report number: (B)(4). Related manufacturer report number: (B)(4). It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise and low pacing impedance on the atrial lead, right ventricular (rv) lead, and pacemaker (pm). The physician elected to explant and replace the atrial lead, rv lead, and pm. The patient condition was stable.

Manufacturer narrative:
The reported events of signal artifact/noise and low impedance were confirmed. The device was received with signs of output anomalies and low lead impedance detected. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery voltage was found at normal measurement. Hybrid circuitry was tested, and the test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.